Manufacturer narrative:
The medtronic clinical specialist tested the suspect cooling catheter system (ccs) after the case. Per his findings he suspected possible micro fractures in the catheter. After the surgery he was able to make the bubbles flow out with saline pump. There was no leak present around tip and sides of ccs. No saline pooling in tmap/live scans during procedure or on post-op scans. Pmt bolt and/or ccs blue twist gasket must have been too tight for the air bubbles to flow out during procedure. The site threw the ccs away before the rep could keep it.

Event description:
A medtronic representative reported that during a cranial soft tissue ablation it appeared in the temperature map (tmap) of the software that there were air bubbles in the cooling catheter. The bubbles did not leave the catheter and return to the saline drip bag. Saline flow was normal the entire case. There was a minimal delay of 5 minutes to the case as they stopped the ablation to confirm the laser or the cooling catheter system wasn't broken. Then they started a new session, performed a test dose and then a therapy dose. No harm to patient occurred. Ablation completed successfully.

Manufacturer narrative:
Additional information: patient age provided. Correction: patient ID updated to proper value. Medtronic personnel reported that traveling bubbles of notable size distort the local field inhomogeneity and changes the phase information which in turns show up as altered temperature map. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.